Manufacturer narrative:
Investigation conclusion; a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; email.

Event description:
Reported 1 false negative sars results for one asymptomatic patient (off label use at the time). The customer communicated the result was confirmed positive by molecular (pcr testing).